Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemic seizure. The reported blood glucose reading was 59 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was reading the reservoir volume correctly. The displacement test passed. The customer was disconnected during priming. The time on the insulin pump was 12 hours off because it was set to the wrong am/pm setting. The customer's father was assisted with correcting the time on the insulin pump. Nothing further was reported.